Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to an improper connection at vcap jumper j1000. The root cause for the improper connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code 110 (overvoltage cleared no energy).